Event description:
It was reported that stent dislodgement occurred. The 4.0 x 38 mm synergy xd drug-eluting stent was selected for use. Before entering the body, the stent came off the balloon. There were no patient complications.